Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out-of-range shock lead impedance measurement, measuring 125 ohms. Technical services (ts) noted that the rise in impedance is gradual and is consistent with calcification. Ts also discussed troubleshooting options and to consider raising the daily shock measurement to 150 ohms. The plan is to bring the patient into the clinic to assess lead integrity. At this time, the lead remains in service. No adverse patient effects were reported.